Event description:
Prior to use on the pt (during preparation), the cannula of the outback cto catheter did not fully retract back into the shaft. Although this event occurred during a procedure setting, this device was not clinically used. It was indicated that there was no potential adverse effect to the pt. The device is available and will be returned for analysis.

Manufacturer narrative:
The product has been returned for eval and testing: however, the engineer has not completed the analysis as of to date. Any additional info will be submitted within 30 days upon receipt.